Event description:
A report was received that the patient is having trouble charging their implant. Bsn representative analyzed patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient had the ipg replaced. The patient is reportedly doing well. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited excessive battery depletion just after the implant. Due to constant battery leakage, battery charge would not be charged efficiently. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top. The root cause of the device damage could not be determined.

Event description:
A report was received that the patient is having trouble charging their implant. Bsn representative analyzed patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement.